Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise which led to pacing inhibition with greater than two seconds of asystole. The patient experienced syncope as a result of the loss of pacing. A gradual rise in pacing impedance of up to 1720 ohms was also noted. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.